Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during lag screw insertion, the lag screw failed to enter the nail and instead was inserted in front of the nail. This was not noticed at the time, but upon inserting the u-guide, a feeling of resistance was detected, revealing that the lag screw had entered in front of the nail."